Event description:
Dexcom was made aware on 12/19/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced a skin reaction with itching, redness and dry skin extended beyond the patch perimeter, which occurred an unspecified day after the sensor had been inserted in the arm. It was reported that the patient experienced eczema, and the sensor fell off and didn´t lasted for 10 days. There was no photo provided. There was no treatment documented. It was reported that the patient required medical or surgical treatment. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).